Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting device for treatment of a lesion in the rca. Two stents were successfully implanted and the physician then attempted to deploy a third stent to overlap the previously deployed stents but this was unsuccessful. During removal of the device, the stent got caught on the tip of the guide catheter and dislodged into the aorta. Several attempts were made to snare the stent but all were unsuccessful. It was noted on angio that a dissection had occurred and that the dislodged stent had lodged in the renal artery and descending aorta. The doctor feels the dissection was caused after switching to a larger sheath size and then going back up from the groin with diagnostic wire. The dislodged stent was left in place and an additional three stents were placed in the artery successfully. The dissection was not treated. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. Ref MFR#1220452-2012-00008

Manufacturer narrative:
(B)(4). Evaluation code results: inherent risk of procedure (stent dislodgement/dissection), caused by another device/drug (interaction with guide catheter), related to operational context (removal of device towards the guide catheter), (device not available for evaluation). Conclusion code results: another device caused failure (interaction with guide catheter), device discarded, operational context contributed to event (removal of device towards the guide catheter).